Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the gastric balloon burst. The shift leader reportedly walked by the patient's room and noticed that the tube was laying on the patient's chest. Upon inspection by the rn, the gastric balloon reportedly had a quarter sized hole in it, and there appeared to be a quarter size piece missing. Subsequently, it was determined that the balloon had burst and deflated. The patient allegedly showed no signs of acute upper gi bleeding. It was later reported that the missing piece was not retrieved, as instructed by the physician, as the physician stated that the patient would void the missing piece. The complainant stated that the device was not replaced, and no medical intervention was required as there was no impact to the patient. The patient reportedly remained sedated for 2 days after the reported event due to other medical factors. The complainant confirmed that the reported event did not cause or contribute to the patients prolonged sedation.

Manufacturer narrative:
Received 1 used blakemore tube only. The reported event was confirmed; however, the cause is unknown. The visual inspection noted the smaller balloon had burst. Further inspection noted the missing piece was not returned with the sample. The functional evaluation was conducted as follows: dissected the balloon and was unable to determine the root cause of the found condition. This may have occurred due to the dipping operation of manufacturing. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "on tube, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the gastric balloon burst. The shift leader reportedly walked by the patient's room and noticed that the tube was laying on the patient's chest. Upon inspection by the rn, the gastric balloon reportedly had a quarter sized hole in it, and there appeared to be a quarter size piece missing. Subsequently, it was determined that the balloon had burst and deflated. The patient allegedly showed no signs of acute upper gi bleeding. It was later reported that the missing piece was not retrieved, as instructed by the physician. The physician stated that the patient would void the missing piece. The complainant stated that the device was not replaced, and no medical intervention was required as there was no impact to the patient. The patient reportedly remained sedated for 2 days after the reported event due to other medical factors. The complainant confirmed that the reported event did not cause or contribute to the patients prolonged sedation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the gastric balloon burst. The shift leader reportedly walked by the patient's room and noticed that the tube was laying on the patient's chest. Upon inspection by the rn, the gastric balloon reportedly had a quarter sized hole in it, and there appeared to be a quarter size piece missing. Subsequently, it was determined that the balloon had burst and deflated. The patient allegedly showed no signs of acute upper gi bleeding. It was later reported that the missing piece was not retrieved, as instructed by the physician, as the physician stated that the patient would void he missing piece. The complainant stated that the device was not replaced, and no medical intervention was required as there was no impact to the patient. The patient reportedly remained sedated for 2 days after the reported event due to other medical factors. The complainant confirmed that the reported event did not cause or contribute to the patients prolonged sedation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the gastric balloon burst. The shift leader reportedly walked by the patient's room and noticed that the tube was laying on the patient's chest. Upon inspection by the rn, the gastric balloon reportedly had a quarter sized hole in it, and there appeared to be a quarter size piece missing. Subsequently, it was determined that the balloon had burst and deflated. The patient allegedly showed no signs of acute upper gi bleeding. It was later reported that the missing piece was not retrieved, as instructed by the physician, as the physician stated that the patient would void he missing piece. The complainant stated that the device was not replaced, and no medical intervention was required as there was no impact to the patient. The patient reportedly remained sedated for 2 days after the reported event due to other medical factors. The complainant confirmed that the reported event did not cause or contribute to the patients prolonged sedation.